Manufacturer narrative:
Patient information: sid (B)(6). No further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6r86-22 that has a similar product distributed in the us, list number 6r86-20/30

Event description:
The customer observed false negative sars-cov2-igg results generated on the architect i2000sr processing module for two prospective convalescent donors. The two donors previously had high positive sars-cov2-igg results and 50 days past infection are now negative. They have high positive results with euroimmun 50 days past infection. The following data was provided: on (B)(6) 2020 sid (B)(6) result = 0.97 s/c (negative), euroimmun = 7.8, eprogesa sarsab = negative, sars-cov-2 nat = negative. On (B)(6) 2020 sid (B)(6) result = 1.37 s/c (negative), euroimmun = 6.1, eprogesa sarsab = negative, sars-cov-2 nat = negative. No impact to patient management was reported.

Manufacturer narrative:
The customer obtained potential false negative results for two donor samples when testing was performed using architect sars-cov-2 igg reagent lot 16253fn00. The two same samples initially gave positive results when performed with pcr, the testing however was completed 47 to 57 days earlier than the architect testing. Sid (B)(6): per the complaint text, the sample tested with architect cov-2 igg on (B)(6) 2020 returned a negative result of 0.97 s/co. A negative result was also obtained on sars-cov-2 nat and eprogesa methods. A positive result was obtained on (B)(6) 2020 with elisa euroimmun method and an initial positive result was generated by pcr for the sample 47 days earlier. Sid (B)(6): per the complaint text, the sample tested with architect cov-2 igg on the (B)(6) 2020 returned a negative result of 1.37 s/co. A negative result was also obtained on sars-cov-2 nat and eprogesa methods. A positive result was obtained on the (B)(6) 2020 with elisa euroimmun method and an initial positive result was generated by pcr for the sample 57 days earlier. Per the product labeling the assay sensitivity within the 95% confidence level is 95.89% - 100.00%. Patients have different immune responses and the insert states that immunocompromised patients who have covid-19 may have a delayed antibody response and produce levels of antibody which may not be detected as positive by the assay. In this case, no specific patient history was provided for the patients. Negative results do not rule out sars-cov-2 infection, particularly in those who have been in contact with the virus. Follow-up testing with a molecular diagnostic should be considered to rule out infection in these individuals. Results should be used in conjunction with other data; e.g., symptoms, results of other tests, and clinical impressions. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. To assess the clinical performance of the assay, a study was performed using 122 serum and plasma specimens collected at different times from 31 subjects who tested positive for sars-cov-2 by a polymerase chain reaction (pcr) method and who also presented with covid-19 symptoms. The positive percent agreement (ppa) at greater than or equal to 14 days post-symptom onset is 100.00% (95% ci: 95.89, 100.00). Five specimens from 1 immunocompromised patient were excluded from the study. When the results from these specimens were included, the ppa at greater than or equal to 14 days post-symptom onset was 96.77% (95% ci: 90.86, 99.33). This study was based on a hospitalized/symptomatic population. Differences in antibody responses between populations, based on more severe versus less severe illness, are consistent with published reports (1). Review of the manuscript "performance characteristics of the abbott architect sars-cov-2 igg assay and seroprevalence in boise, idaho" (2), showed sensitivity data consistent with product labeling. 125 patients who tested rt-pcr positive for sars-cov-2 for which 689 excess serum specimens were available was tested and it was found that sensitivity reached 100% at day 17 after symptom onset and day 13 after pcr positivity. The complaint investigation for falsely negative results included a search for similar complaints, and the review of complaint text, trending data, labelling, device history records, literature review, and competitor instruction for use review. Return testing was not completed as returns were not available. In-house sensitivity and specificity testing for reagent lot 16253fn00 was completed. The review of complaints for the lot number and trend data for the product have been reviewed and no trends have been identified. Device history record review on lot 16253fn00 did not show any potential non-conformances, or deviations related to the customers issue. Labelling was reviewed and found to adequately address the issue under review. In house sensitivity and specificity testing of panels which mimic patient samples was completed using retained samples of the complaint lot. All specifications were met indicating that the lot is performing acceptably. A direct comparison between the architect sars-cov-2 igg assay and the elisa euroimmun technique cannot be made. Per the respective package inserts, architect sars-cov-2 igg is designed to detect immunoglobulin class g (igg) antibodies to the nucleocapsid protein of sars-cov-2 whereas the euroimmun technique uses the s1 domain of the spike protein of sars-cov-2. Based on the investigation, architect sars-cov-2 igg reagent lot 16253fn00 is performing as intended, no systemic issue or deficiency of the architect sars-cov-2 igg reagent was identified. (1) zhao j et al. 2020. Antibody responses to sars-cov-2 in patients of novel coronavirus disease 2019. Medrxiv. (2) bryan et al. 2020. Performance characteristics of the abbott architect 1 sars-cov-2 igg assay and seroprevalence in boise, idaho. J. Clin. Microbiol, doi: 10.1128/jcm.00941-20